Event description:
Patient to or for re-do laminectomy with evacuation of spinal abscesses, complete discectomy and evacuation of disc abscess. Surgeon was attempting to create a foraminotomy with a ruggles 2mm straight rongeur when the tip (one of the jaws) of the instrument broke off. This instrument is used to cut bone. The broken piece was immediately retrieved and instrument and broken component were removed from field. Surgeon obtained a different instrument to complete the required procedure. Items bagged and sequestered for risk management. No harm to patient as noted by surgeon. Procedure finished and patient taken to pacu for recovery.====================== health professional's impression======================it broke.